Manufacturer narrative:
Physio-control further evaluated the customer's device and was able to download the device electronic records. After review of the device electronic records, it was verified that the device did inappropriately shut down multiple times during the patient event. The device electronic records also indicate that both of the batteries in the customer's device were depleted and that the device was connected into an ac power adapter multiple times during the event. Battery 1 was at 0% (zero) remaining charge and battery 2 was at 5% remaining charge. When the device is connected to an ac power adapter, the adapter will charge only one battery at a time and the high battery charges first and then it will move onto the low battery. Randomly throughout the event, the device was disconnected from the ac power adapter. The device is designed to automatically switch to the low battery which in this case was the 0% battery, causing the device to power off. Based on the device electronic records, it is reasonable to conclude that the cause of the reported issue was due to the customer using depleted batteries.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported to physio-control that during a patient event, their device powered itself off multiple times. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.